Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy and lap vaginal hysterectomy with bilateral salpingo-oophorectomy done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation and stress urinary incontinence outcome was unknown. The reporter considered endometrial ablation, pelvic pain and stress urinary incontinence to be related to essure. The reporter commented: tubal ostia cannulized with 1 coil visible on the patient's right and 2 coils visible on the patient's left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in a (B)(6) patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy and lap vaginal hysterectomy with bilateral salpingo-oophorectomy done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation and stress urinary incontinence outcome was unknown. The reporter considered endometrial ablation, pelvic pain and stress urinary incontinence to be related to essure. The reporter commented: tubal ostia cannulized with 1 coil visible on the patient's right and 2 coils visible on the patient's left. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.